Manufacturer narrative:
Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Event description:
Additional information indicated that the ipg was explanted and replaced. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the elective replacement indicator (eri) message was triggered. The patient is not receiving therapy and will likely require surgical intervention.